Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a slip of the mayfield infinity skull clamp (a1114) was observed when the surgical team removed the drapes, and the patient was found to have a 2.5" laceration on the head near the pin site. Additional information has been requested.